Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered approximately 44 inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) in multiple episodes over an 18 month timeframe. Additionally, the device battery status showed 16 percent remaining three years post implant. It was noted that the patient had been lost to follow up for two years. The local field representative attempted to enable the smartpass feature, however, it was unable to be turned on. Technical services (ts) discussed the potential that the patient had low amplitude signals. Ts discussed the option of submitting device data for engineering analysis, or demonstrating beeping tones to the patient and continue monitoring. The physician plans to mange the patient's rhythm with medications and continue monitoring. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.